Event description:
Caller reported a malfunction on the pump. Customer's blood glucose level was 352 mg/dl. The customer would use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.